Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device/component has not been returned for evaluation. Therefore, no root cause could be determined yet. However, the customer was advised to check the calibrations, and it appears that the problem would appear during these checks. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the monitored vte (end-tidal volume) and vti (inhaled tidal volume) of the avea ventilator are both showing an asterisk. Furthermore, there was no patient associated with the reported event.